Manufacturer narrative:
Quality-safety evaluation of ptc received on 24-oct-2016: the bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and during essure insertion procedure she experienced heavy bleeding (seen as procedural bleeding) and received adrenaline shot due to fainting. After that she experienced heavy bleeding (seen as genital bleeding), chronic pelvic pain and nickel poisoning. A laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and it was reported that essure device was explanted. All these events are listed in the reference safety information for essure, except for the event nickel poisoning. Insertion and removal of essure may precipitate fainting as a vasovagal reaction. Genital bleeding and pelvic pain may also occur during essure therapy. Based on a compatible temporal relationship and lack of alternative explanation, causal relationship between the events heavy bleeding (during and after insertion), fainting and chronic pelvic pain with suspect insert cannot be excluded. The essure insert consists of a nickel-titanium alloy, which is considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Thus, a causal relationship between nickel poisoning with suspect insert can be excluded. This case was regarded as incident since intervention (use of adrenaline shot) was required and surgical intervention was performed. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device breakage ('device breakage'), fallopian tube perforation ('perforation / perforation of fallopian tube'), device dislocation ('migration of essure device'), syncope ('fainting during essure insertion'), genital haemorrhage ('heavy bleeding/ abnormal bleeding/ abnormal bleeding (general)'), procedural haemorrhage ('heavy bleeding during essure insertion'), autoimmune disorder ('autoimmune disorder'), metal poisoning ('nickel poisoning') and device expulsion ('essure device was explanted from her vagina and her cervix/one of mine broke migrated into my uterus lost all but ovaries/ migration of essure: uterus') in a 39-year-old female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure with ablation done". The patient's medical history included miscarriage on (B)(6) 2010, parity 2 in 2005, multigravida and gravida ii. Previously administered products included for allergy: hydrocodone and acetaminophen. Concurrent conditions included overweight, anemic, dysfunctional uterine bleeding, frequency urinary, fibroids and adenomyosis. Concomitant products included omeprazole. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction/ nickel allergy/allergic or hypersensitivity reaction (nickel)"), female sexual dysfunction ("apareunia"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and dysmenorrhoea ("all over pan like blood in concrete period pain") and was found to have hormone level abnormal ("hormonal changes/hormonal changes (total bitch)"). On (B)(6) 2010, the patient experienced syncope (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), procedural pain ("severe pain during essure insertion") and complication of device insertion ("fainting"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), pain ("body aches"), neck pain ("neck pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), inflammation ("inflammation nos"), gait inability ("I could move again"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and discomfort ("discomfort") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with and surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation had resolved, the device breakage, fallopian tube perforation, device dislocation, syncope, genital haemorrhage, procedural haemorrhage, autoimmune disorder, metal poisoning, complication of device insertion, uterine leiomyoma, device expulsion, hormone level abnormal, allergy to metals, female sexual dysfunction, migraine, headache, nausea, tooth disorder, fatigue, alopecia, dysmenorrhoea, gastrointestinal disorder, vaginal haemorrhage, menorrhagia and discomfort outcome was unknown and the procedural pain, pain, neck pain, inflammation and gait inability was resolving. The reporter considered allergy to metals, alopecia, autoimmune disorder, complication of device insertion, device breakage, device dislocation, device expulsion, discomfort, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, gait inability, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, inflammation, menorrhagia, metal poisoning, migraine, nausea, neck pain, pain, procedural haemorrhage, procedural pain, syncope, tooth disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: left:3 coils seen, right:3 coils seen discrepancy note: date(s) of insertion: (B)(6) 2010 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 18-dec-2020: fu 14 and 15 processed together. Pfs and medical record received. Events- discomfort, essure insertion with ablation done were added. Lot number, reporters information and medical history were added. On 22-dec-2020: fu 14 and 15 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device breakage ('device breakage'), fallopian tube perforation ('perforation / perforation of fallopian tube'), device dislocation ('migration of essure device'), syncope ('fainting during essure insertion'), genital haemorrhage ('heavy bleeding/ abnormal bleeding'), procedural haemorrhage ('heavy bleeding during essure insertion'), autoimmune disorder ('autoimmune disorder'), metal poisoning ('nickel poisoning') and device expulsion ('essure device was explanted from her vagina and her cervix/one of mine broke migrated into my uterus lost all but ovaries') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in 2005 and multigravida. Concomitant products included omeprazole. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced syncope (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), procedural pain ("severe pain during essure insertion") and complication of device insertion ("faiting"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), allergy to metals ("hypersensitivity reaction/ nickel allergy/allergic or hypersensitivity reaction (nickel)"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), pain ("body aches"), neck pain ("neck pain"), dysmenorrhoea ("all over pan like blood in concrete period pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), inflammation ("inflammation nos"), gait inability ("I could move again"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("multiple fibroids") and hormone level abnormal ("hormonal changes/hormonal changes (total bitch)"). The patient was treated with and surgery (hysterectomy and total hysterectomy (uterus and cervix removed) ¿ hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation had resolved, the device breakage, fallopian tube perforation, device dislocation, syncope, genital haemorrhage, procedural haemorrhage, autoimmune disorder, metal poisoning, complication of device insertion, uterine leiomyoma, device expulsion, hormone level abnormal, allergy to metals, female sexual dysfunction, migraine, headache, nausea, tooth disorder, fatigue, alopecia, dysmenorrhoea, gastrointestinal disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the procedural pain, pain, neck pain, inflammation and gait inability was resolving. The reporter considered allergy to metals, alopecia, autoimmune disorder, complication of device insertion, device breakage, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, gait inability, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, inflammation, menorrhagia, metal poisoning, migraine, nausea, neck pain, pain, procedural haemorrhage, procedural pain, syncope, tooth disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Hysterosalpingogram - on (B)(6) 2011: results: in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: pfs received. Outcome of event pain was updated as recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device breakage ('device breakage'), fallopian tube perforation ('perforation / perforation of fallopian tube'), device dislocation ('migration of essure device'), syncope ('fainting during essure insertion'), genital haemorrhage ('heavy bleeding/ abnormal bleeding/ abnormal bleeding (general)'), procedural haemorrhage ('heavy bleeding during essure insertion'), device expulsion ('essure device was explanted from her vagina and her cervix/one of mine broke migrated into my uterus lost all but ovaries/ migration of essure: uterus'), autoimmune disorder ('autoimmune disorder') and metal poisoning ('nickel poisoning') in a 39-year-old female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure with ablation done". The patient's medical history included miscarriage on (B)(6) 2010, parity 2 in 2005, multigravida and gravida ii. Previously administered products included for allergy: hydrocodone and acetaminophen. Concurrent conditions included overweight, anemic, dysfunctional uterine bleeding, frequency urinary, fibroids and adenomyosis. Concomitant products included omeprazole. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction/ nickel allergy/allergic or hypersensitivity reaction (nickel)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and dysmenorrhoea ("all over pan like blood in concrete period pain/ dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes/hormonal changes (total bitch)"). On (B)(6) 2010, the patient experienced syncope (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), procedural pain ("severe pain during essure insertion") and complication of device insertion ("faiting"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), pain ("body aches"), neck pain ("neck pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), inflammation ("inflammation nos"), gait inability ("I could move again"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and discomfort ("discomfort") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with and surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation had resolved, the device breakage, fallopian tube perforation, device dislocation, syncope, genital haemorrhage, procedural haemorrhage, device expulsion, autoimmune disorder, metal poisoning, complication of device insertion, uterine leiomyoma, hormone level abnormal, allergy to metals, female sexual dysfunction, migraine, headache, nausea, tooth disorder, fatigue, alopecia, dysmenorrhoea, gastrointestinal disorder, vaginal haemorrhage, menorrhagia and discomfort outcome was unknown and the procedural pain, pain, neck pain, inflammation and gait inability was resolving. The reporter considered allergy to metals, alopecia, autoimmune disorder, complication of device insertion, device breakage, device dislocation, device expulsion, discomfort, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, gait inability, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, inflammation, menorrhagia, metal poisoning, migraine, nausea, neck pain, pain, procedural haemorrhage, procedural pain, syncope, tooth disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: left:3 coils seen, right:3 coils seen discrepancy note: date(s) of insertion: (B)(6) 2010 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 731603 manufacture date: 2010-04 expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jan-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device breakage ('device breakage'), fallopian tube perforation ('perforation / perforation of fallopian tube'), device dislocation ('migration of essure device'), syncope ('fainting during essure insertion'), genital haemorrhage ('heavy bleeding/ abnormal bleeding/ abnormal bleeding (general)') and metal poisoning ('nickel poisoning') in a 39-year-old female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure with ablation done". The patient's medical history included miscarriage on (B)(6) 2010, parity 2 in 2005, multigravida and gravida ii. Previously administered products included for allergy: hydrocodone and acetaminophen. Concurrent conditions included overweight, anemic, dysfunctional uterine bleeding, frequency urinary, fibroids and adenomyosis. Concomitant products included omeprazole. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction/ nickel allergy/allergic or hypersensitivity reaction (nickel)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and dysmenorrhoea ("all over pan like blood in concrete period pain/ dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes/hormonal changes (total bitch)").on (B)(6) 2010, the patient experienced syncope (seriousness criteria medically significant and intervention required), procedural haemorrhage ("heavy bleeding during essure insertion"), procedural pain ("severe pain during essure insertion") and complication of device insertion ("faiting"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("essure device was explanted from her vagina and her cervix/one of mine broke migrated into my uterus lost all but ovaries/ migration of essure: uterus"), autoimmune disorder ("autoimmune disorder"), metal poisoning (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), pain ("body aches"), neck pain ("neck pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), inflammation ("inflammation nos"), gait inability ("I could move again"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and discomfort ("discomfort") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with and surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation had resolved, the device breakage, fallopian tube perforation, device dislocation, syncope, genital haemorrhage, procedural haemorrhage, device expulsion, autoimmune disorder, metal poisoning, complication of device insertion, uterine leiomyoma, hormone level abnormal, allergy to metals, female sexual dysfunction, migraine, headache, nausea, tooth disorder, fatigue, alopecia, dysmenorrhoea, gastrointestinal disorder, vaginal haemorrhage, menorrhagia and discomfort outcome was unknown and the procedural pain, pain, neck pain, inflammation and gait inability was resolving. The reporter considered allergy to metals, alopecia, autoimmune disorder, complication of device insertion, device breakage, device dislocation, device expulsion, discomfort, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, gait inability, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, inflammation, menorrhagia, metal poisoning, migraine, nausea, neck pain, pain, procedural haemorrhage, procedural pain, syncope, tooth disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: left:3 coils seen, right:3 coils seen. Discrepancy note: date(s) of insertion: (B)(6) 2010 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: in place. Ultrasound pelvis - on (B)(6) 2015: bilateral essure implants are seen in the pelvis.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 731603, manufacture date: 2010-04, expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical record received. Reporters information and lab data were added. There was no significant change in the medical context of case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device breakage ('device breakage'), fallopian tube perforation ('perforation / perforation of fallopian tube'), device dislocation ('migration of essure device'), syncope ('fainting during essure insertion'), genital haemorrhage ('heavy bleeding/ abnormal bleeding/ abnormal bleeding (general)') and metal poisoning ('nickel poisoning') in a 39-year-old female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure with ablation done". The patient's medical history included miscarriage on (B)(6) 2010, parity 2 in 2005, multigravida and gravida ii. Previously administered products included for allergy: hydrocodone and acetaminophen. Concurrent conditions included overweight, anemic, dysfunctional uterine bleeding, frequency urinary, fibroids and adenomyosis. Concomitant products included omeprazole. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction/ nickel allergy/allergic or hypersensitivity reaction (nickel)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and dysmenorrhoea ("all over pan like blood in concrete period pain/ dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes/hormonal changes (total bitch)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced syncope (seriousness criteria medically significant and intervention required), procedural haemorrhage ("heavy bleeding during essure insertion"), procedural pain ("severe pain during essure insertion") and complication of device insertion ("faiting"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), device expulsion ("essure device was explanted from her vagina and her cervix/one of mine broke migrated into my uterus lost all but ovaries/ migration of essure: uterus"), autoimmune disorder ("autoimmune disorder"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), pain ("body aches"), neck pain ("neck pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), inflammation ("inflammation nos"), gait inability ("I could move again"), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia") and discomfort ("discomfort") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with and surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation had resolved, the device breakage, fallopian tube perforation, device dislocation, syncope, genital haemorrhage, metal poisoning, procedural haemorrhage, device expulsion, autoimmune disorder, complication of device insertion, uterine leiomyoma, hormone level abnormal, allergy to metals, female sexual dysfunction, migraine, headache, nausea, tooth disorder, fatigue, alopecia, dysmenorrhoea, gastrointestinal disorder, vaginal haemorrhage, heavy menstrual bleeding and discomfort outcome was unknown and the procedural pain, pain, neck pain, inflammation and gait inability was resolving. The reporter considered allergy to metals, alopecia, autoimmune disorder, complication of device insertion, device breakage, device dislocation, device expulsion, discomfort, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, gait inability, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, inflammation, metal poisoning, migraine, nausea, neck pain, pain, procedural haemorrhage, procedural pain, syncope, tooth disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: left:3 coils seen, right: 3 coils seen discrepancy note: date(s) of insertion: (B)(6) 2010 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: in place. Ultrasound pelvis - on (B)(6) 2015: bilateral essure implants are seen in the pelvis. Lot number: 731603, manufacture date: 2010-04, and expiration date: 2013-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-dec-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus'), device breakage ('device breakage'), fallopian tube perforation ('perforation / perforation of fallopian tube'), device dislocation ('migration of essure device'), syncope ('fainting during essure insertion'), genital haemorrhage ('heavy bleeding/ abnormal bleeding/ abnormal bleeding (general)') and metal poisoning ('nickel poisoning') in a 39-year-old female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure with ablation done". The patient's medical history included miscarriage on (B)(6) 2010, parity 2 in 2005, multigravida and gravida ii. Previously administered products included for allergy: hydrocodone and acetaminophen. Concurrent conditions included overweight, anemic, dysfunctional uterine bleeding, frequency urinary, fibroids and adenomyosis. Concomitant products included omeprazole. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("hypersensitivity reaction/ nickel allergy/allergic or hypersensitivity reaction (nickel)"), female sexual dysfunction ("apareunia/ apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and dysmenorrhoea ("all over pan like blood in concrete period pain/ dysmenorrhea (cramping)") and was found to have hormone level abnormal ("hormonal changes/hormonal changes (total bitch)"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced syncope (seriousness criteria medically significant and intervention required), procedural haemorrhage ("heavy bleeding during essure insertion"), procedural pain ("severe pain during essure insertion") and complication of device insertion ("faiting"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("essure device was explanted from her vagina and her cervix/one of mine broke migrated into my uterus lost all but ovaries/ migration of essure: uterus"), autoimmune disorder ("autoimmune disorder"), metal poisoning (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), pain ("body aches"), neck pain ("neck pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), inflammation ("inflammation nos"), gait inability ("I could move again"), vaginal haemorrhage ("vaginal bleeding"), heavy menstrual bleeding ("menorrhagia") and discomfort ("discomfort") and was found to have uterine leiomyoma ("multiple fibroids"). The patient was treated with and surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation had resolved, the device breakage, fallopian tube perforation, device dislocation, syncope, genital haemorrhage, procedural haemorrhage, device expulsion, autoimmune disorder, metal poisoning, complication of device insertion, uterine leiomyoma, hormone level abnormal, allergy to metals, female sexual dysfunction, migraine, headache, nausea, tooth disorder, fatigue, alopecia, dysmenorrhoea, gastrointestinal disorder, vaginal haemorrhage, heavy menstrual bleeding and discomfort outcome was unknown and the procedural pain, pain, neck pain, inflammation and gait inability was resolving. The reporter considered allergy to metals, alopecia, autoimmune disorder, complication of device insertion, device breakage, device dislocation, device expulsion, discomfort, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, gait inability, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, inflammation, metal poisoning, migraine, nausea, neck pain, pain, procedural haemorrhage, procedural pain, syncope, tooth disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: left: 3 coils seen, right: 3 coils seen. Discrepancy note: date(s) of insertion: (B)(6) 2010 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: in place. Ultrasound pelvis - on (B)(6) 2015: bilateral essure implants are seen in the pelvis.. Lot number: 731603, manufacture date: 2010-04, and expiration date: 2013-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation / perforation of fallopian tube"), device dislocation ("migration of essure device"), syncope ("fainting during essure insertion"), genital haemorrhage ("heavy bleeding/ abnormal bleeding"), pelvic pain ("intense pelvic pain/chronic pelvic pain/ pain"), procedural haemorrhage ("heavy bleeding during essure insertion"), metal poisoning ("nickel poisoning") and autoimmune disorder ("autoimmune disorder") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 1 in 2005. Concomitant products included omeprazole. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced syncope (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), procedural pain ("severe pain during essure insertion") and complication of device insertion ("faiting"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), metal poisoning (seriousness criterion medically significant), uterine leiomyoma ("multiple fibroids"), device expulsion ("essure device was explanted from her vagina and her cervix"), hormone level abnormal ("hormonal changes"), allergy to metals ("hypersensitivity reaction/ nickel allergy"), female sexual dysfunction ("apareunia"), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), pain ("body aches"), neck pain ("neck pain"), dysmenorrhoea ("all over pan like blood in concrete period pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), inflammation ("inflammation nos"), gait inability ("I could move again"), abdominal pain lower ("cramp like periods"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with epinephrine (adrenaline), surgery (hysterectomy).essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, syncope, genital haemorrhage, pelvic pain, procedural haemorrhage, metal poisoning, procedural pain, complication of device insertion, uterine leiomyoma, device expulsion, hormone level abnormal, allergy to metals, female sexual dysfunction, autoimmune disorder, migraine, headache, nausea, tooth disorder, fatigue, alopecia, pain, neck pain, dysmenorrhoea, gastrointestinal disorder, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown and the inflammation and gait inability was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, complication of device insertion, device breakage, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, gait inability, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, inflammation, menorrhagia, metal poisoning, migraine, nausea, neck pain, pain, pelvic pain, procedural haemorrhage, procedural pain, syncope, tooth disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2011: in place. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-feb-2018: follow up from pfs -event hormonal changes, apareunia, autoimmune disorder, migraines / headaches, migration of essure device, nausea, dental problems, device breakage, nickel allergy, perforation of fallopian tube, fatigue, hair loss, gastrointestinal or digestive system condition , body aches, neck pain, period pain, inflammation, vaginal bleeding, menorrhagia bleeding and cannot walk was added. Legal claim received. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus"), device breakage ("device breakage"), fallopian tube perforation ("perforation / perforation of fallopian tube"), device dislocation ("migration of essure device"), syncope ("fainting during essure insertion"), genital haemorrhage ("heavy bleeding/ abnormal bleeding"), procedural haemorrhage ("heavy bleeding during essure insertion"), autoimmune disorder ("autoimmune disorder") and metal poisoning ("nickel poisoning") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 1 in 2005. Concomitant products included omeprazole. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced syncope (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), procedural pain ("severe pain during essure insertion") and complication of device insertion ("faiting"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), uterine leiomyoma ("multiple fibroids"), device expulsion ("essure device was explanted from her vagina and her cervix"), hormone level abnormal ("hormonal changes"), allergy to metals ("hypersensitivity reaction/ nickel allergy"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), pain ("body aches"), neck pain ("neck pain"), dysmenorrhoea ("all over pan like blood in concrete period pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), inflammation ("inflammation nos"), gait inability ("I could move again"), pelvic pain ("cramp like periods"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with epinephrine (adrenaline), surgery (total hysterectomy (uterus and cervix removed) ¿ hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation had resolved, the device breakage, fallopian tube perforation, device dislocation, syncope, genital haemorrhage, procedural haemorrhage, autoimmune disorder, metal poisoning, procedural pain, complication of device insertion, uterine leiomyoma, device expulsion, hormone level abnormal, allergy to metals, female sexual dysfunction, migraine, headache, nausea, tooth disorder, fatigue, alopecia, pain, neck pain, dysmenorrhoea, gastrointestinal disorder, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown and the inflammation and gait inability was resolving. The reporter considered allergy to metals, alopecia, autoimmune disorder, complication of device insertion, device breakage, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, gait inability, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, inflammation, menorrhagia, metal poisoning, migraine, nausea, neck pain, pain, pelvic pain, procedural haemorrhage, procedural pain, syncope, tooth disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on (B)(6) 2011: in place. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs received: reporter added, new event added -"uterine perforation" incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation uterus"), device breakage ("device breakage"), fallopian tube perforation ("perforation / perforation of fallopian tube"), device dislocation ("migration of essure device"), syncope ("fainting during essure insertion"), genital haemorrhage ("heavy bleeding/ abnormal bleeding"), procedural haemorrhage ("heavy bleeding during essure insertion"), autoimmune disorder ("autoimmune disorder") and metal poisoning ("nickel poisoning") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 1 in 2005. Concomitant products included omeprazole. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced syncope (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), procedural pain ("severe pain during essure insertion") and complication of device insertion ("faiting"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), uterine leiomyoma ("multiple fibroids"), device expulsion ("essure device was explanted from her vagina and her cervix"), hormone level abnormal ("hormonal changes/hormonal changes (total bitch)"), allergy to metals ("hypersensitivity reaction/ nickel allergy/allergic or hypersensitivity reaction (nickel)"), female sexual dysfunction ("apareunia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), pain ("body aches"), neck pain ("neck pain"), dysmenorrhoea ("all over pan like blood in concrete period pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), inflammation ("inflammation nos"), gait inability ("I could move again"), pelvic pain ("cramp like periods"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with epinephrine (adrenaline), surgery (total hysterectomy (uterus and cervix removed) ¿ hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation had resolved, the device breakage, fallopian tube perforation, device dislocation, syncope, genital haemorrhage, procedural haemorrhage, autoimmune disorder, metal poisoning, procedural pain, complication of device insertion, uterine leiomyoma, device expulsion, hormone level abnormal, allergy to metals, female sexual dysfunction, migraine, headache, nausea, tooth disorder, fatigue, alopecia, pain, neck pain, dysmenorrhoea, gastrointestinal disorder, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown and the inflammation and gait inability was resolving. The reporter considered allergy to metals, alopecia, autoimmune disorder, complication of device insertion, device breakage, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, female sexual dysfunction, gait inability, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, inflammation, menorrhagia, metal poisoning, migraine, nausea, neck pain, pain, pelvic pain, procedural haemorrhage, procedural pain, syncope, tooth disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Hysterosalpingogram - on (B)(6) 2011: in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted as a permanent birth control option on or around (B)(6) 2010. The essure procedure was 3 hours long in which she experienced heavy bleeding, severe pain, and receiving an adrenaline shot due to fainting. In addition, it was informed that plaintiff was not made aware of the nickel content of essure and was not given a hypersensitivity nickel allergy skin test by her doctor. According to reporter, she has had a previous diagnosis of hypersensitivity to nickel allergy and would have chosen an alternative contraceptive. Due to the essure device, plaintiff developed heavy bleeding, intense chronic pelvic pain, multiple fibroids, and nickel poisoning. On (B)(6) 2015, she underwent a laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy. During the procedure the essure device was explanted from her vagina and her cervix, uterus, and fallopian tubes were removed. In addition, it was informed that patient experienced emotional pain and mental anguish for years before she underwent a procedure for the removal of the contraceptive. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and during essure insertion procedure she experienced heavy bleeding (seen as procedural bleeding) and received adrenaline shot due to fainting. After that she experienced heavy bleeding (seen as genital bleeding), chronic pelvic pain and nickel poisoning. A laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy and it was reported that essure device was explanted. All these events are listed in the reference safety information for essure, except for the event nickel poisoning. Insertion and removal of essure may precipitate fainting as a vasovagal reaction. Genital bleeding and pelvic pain may also occur during essure therapy. Based on a compatible temporal relationship and lack of alternative explanation, causal relationship between the events heavy bleeding (during and after insertion), fainting and chronic pelvic pain with suspect insert cannot be excluded. The essure insert consists of a nickel-titanium alloy, which is considered safe. Although, in vitro testing has shown that nickel ions may be released from essure, it is unlikely that the amount of nickel released would be sufficient to cause a metal poisoning. Thus, a causal relationship between nickel poisoning with suspect insert can be excluded. This case was regarded as incident since intervention (use of adrenaline shot) was required and surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.